Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that over the past 6 months they have tested positive with quickvue otc approximately 15 times but negative with pcr and other rapid antigen assays (specific dates of testing unknown). Additional consumer events are captured on separate reports.